Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device white balance is too blurry on the image. The issue was identified at inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: gap between head unit. Due to poor water-tightness of cover unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the white balance is too blurry on the image was due to a gap on the head unit which is causing uneven brightness. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.